Event description:
It was reported when using the pyxis medstation es system, unable to recover storage space. The customer reported that the issue arose while attempting to dispense medication to the patient. The user had obtained the necessary medication from a different station. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the issue has already been addressed. The field service engineer verified that the customer was successfully able to resolve cubie pocket. The system functioned as intended after the field service engineer troubleshooted the device.